Event description:
It was reported that the insulin gauge was inaccurate and that cartridge alarms 20 and 30 occurred during basal insulin delivery. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 114 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the fill estimate issue could not be verified. The cartridge alarms could not be verified, as the cartridge was not returned.